Manufacturer narrative:
The device was returned for investigation. Upon evaluation of the device, the coating of the ig snake tube was peeled off. (1mm2 or more). In addition, water tightness lost, cleaning brush failure to be inserted smoothly, buckling and deformation of the channel, and venting connector grip shaved were observed. Lastly, scratches and dents were found on multiple device components. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Event description:
A user facility reported to olympus that air leak and the insertion part crushed cut of the tracheal intubation fiberscope were observed. During a standard service inspection of the customer returned device, the coating of the ig snake tube was peeled off. (1mm2 or more). This report is to capture the reportable malfunction found at inspection. There was no patient harm or user injury reported due to the event.